Event description:
It was reported that this pacemaker was found in safety mode during an interrogation. The patient is not dependent on this pacemaker system. Subsequently this device was explanted and successfully replaced. No additional adverse patient effects were reported. This device is expected to return for analysis.